Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient had an infection (not further specified) two months prior and received antibiotic treatment at home, however, it was reported that the patient did not recover from the infection. Approximately two months after the infection, the patient was diagnosed and hospitalized due to peritonitis. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.